Manufacturer narrative:
During investigation of the monitor sn (B)(4) for an unrelated issue, a reportable malfunction was found. The monitor failed a pulse test and was unable to complete essential performance testing. The cause for the failure was isolated to a shorted c7 component on the defib board. The root cause for the shorted c7 component could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
During investigation of the monitor sn (B)(4) for an unrelated issue, a reportable malfunction was found. The monitor failed a pulse test and was unable to complete essential performance testing.